Manufacturer narrative:
(B)(4). The customer complaint of non-functional back up battery was verified. The internal back up battery was replaced. All performed tests and calibrations were then passed.

Event description:
It was reported that the ventilator was displaying the internal battery warning message. The ventilator batteries were charged overnight, yet the ventilator kept displaying the message. A different swappable battery was used yet the ventilator continued to display the internal battery warning message. The swappable battery was removed and the ventilator immediately shut down. There is no reported patient involvement associated with this event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.